Event description:
It was reported that an alert for high, out of range high voltage lead impedance was received via remote transmission. Review of trends show that the high voltage lead impedance had gradually increased since implant. After further alerts the patient was brought into clinic for lead evaluation. In-clinic impedance measurements were elevated but within normal range. The lead will be monitored.